Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Continued h.6. Health effect - impact code: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in marionette lines with juvéderm® voluma¿ with lidocaine. That day, it appeared that there may be a vascular occlusion. Patient was treated with 14,000 units of hyaluronidase. One day later, an ultrasound was performed and there were no signs of arterial occlusion. Approximately a few days later, patient developed skin lesion that itched. Hcp reached out to say, "patient's current condition was eczema, and no longer vascular occlusion".

Event description:
Healthcare professional later reported 0.2ml of juvéderm® voluma¿ with lidocaine was injected. Symptoms arose near the mentonian muscle. Patient was treated with topical hirudoid®, oral predsim®, sublingual traumeel®, alektos®, and hyaluronidase. Symptoms resolved.